Event description:
The customer reported that the universal wash pressure was out of range. The liquid waste line on the analyzer was found to be crimped, which could cause falsely elevated troponin I results to occur at a magnitude that might initiate a cardiac catheterization. There was no report of pt harm as a result of this occurrence.